Manufacturer narrative:
Per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019. The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced postoperative urinary retention requiring discharge with an indwelling foley, recurrent urinary tract infections, left lower quadrant abdominal pain, rectal bleeding, significant discomfort with bowel movements, bladder and vaginal pain, dyspareunia, a sensation of urinating air, granulation tissue, nocturia, obstructed defecation, hematuria, vestibulitis, pelvic mass, dysfunctional voiding, pelvic floor dysfunction, urethral obstruction, recurrent stress urinary incontinence requiring excision of a bard align sling and implantation of sparc bioarc sling, cystocele, severely limited urinary sensations, detrusor overactivity and moderately elevated voiding pressure with reduced flow rate, vaginitis, overactive bladder, bladder outlet obstruction and urinary urgency and frequency requiring transvaginal urethrolysis, impaired bladder emptying requiring implantation of interstim, inability to perform physical activity without incontinence of urine, pain in left buttock, bacterial vaginosis, leg cramps, shocks going down her legs, depression, anxiety, urethral hypermobility, botox injections to bladder, refractory urinary urgency and urge incontinence requiring cystourethroscopy with chemo denervation of the bladder, squamous metaplasia to the trigone, diffuse cystitis cystica glandularis, incomplete bladder emptying requiring intermittent catheterizations, left sided back pain, removal of interstim generator and lead, surgical site infection requiring antibiotics and incision and drainage of the electrode site, mesh extrusion and erosion, urethral calculus, flank pain, slow urinary stream, long slow voiding, strong odor to urine, spotting for several weeks, tender suture granuloma posterior vaginal wall ¿ midline 2 cm from introitus, pelvic pain, urge with leak, frequent urination, pain, 2mm calculus at right ureterovesical junction, mild right hydronephrosis, small ovarian cysts, right lower quadrant pain, burning urination, vaginal bleeding, scar tissue, excision of old pubovaginal sling, placement of new pubovaginal sling, total incontinence requiring protective pads, prolapse of fallopian tube, placement of interstimone and two, kidney infections, lower abdominal adhesions, placement of urethral bulking agent coaptite, additional multiple surgical, non-surgical interventions, blood in urine, fecal incontinence, loss of consortium, removal of scar tissue around the urethra, bowel obstruction, fistulas, hypotension, pelvic trauma, peritonitis, sepsis, rectocele, wound healing problems (granulomas staph infection), and disability. Reason for report: revocation of asr, report ID number: complaint (B)(4), corresponding exemption number: e2013025.